Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. The patient was reportedly in the hospital at the time of passing. Hospital staff reportedly removed the lifevest to resuscitate the patient. Review of the patient's download data revealed that the patient received four non-lifevest defibrillations on the day of passing. Review of the patient's continuous ECG recordings revealed that at 15:31:13, the patient was in sinus tachycardia at 120 bpm with motion artifact/electrode lead fall off. The rhythm then degrades to vt at 180 bpm slowing to vt at 150 bpm, self-converting to sinus rhythm at 60 bpm with CPR/motion artifact. The rhythm remained in sinus tachycardia at 140 bpm. The rhythm self-converted 1 minute 47 seconds after the onset of vt. The rhythm then degraded to vf with motion artifact and electrode lead fall off. At 15:36:10, the patient received the first non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with CPR/motion artifact and electrode lead fall off. The patient's post shock rhythm was obscured by CPR/motion artifact. The rhythm then degraded to vf with CPR/motion artifact. At 15:38:39, the patient received the second non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with CPR/motion artifact and electrode lead fall off. The patient's post shock rhythm was obscured by CPR/motion artifact. The rhythm then degraded to vf with CPR/motion artifact. At 15:41:43 the patient received the third non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with CPR/motion artifact and electrode lead fall off, and the post shock rhythm was obscured by CPR/motion artifact. The rhythm then transitioned to an idioventricular rhythm at 80 bpm degrading to vf with CPR/motion artifact. At 15:49:17, the patient received the fourth non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with CPR/motion artifact and electrode lead fall off, and the post shock rhythm was obscured by CPR/motion artifact. The patient was last seen in an idioventricular rhythm at 90 bpm with CPR/motion artifact and electrode lead fall off until the electrode belt was disconnected at 15:57:39. There is no indication that a device malfunction caused or contributed to the patient's passing, the patient's heart rate dropping below the threshold for treatment, CPR artifact, motion artifact and electrode lead fall off prevented the lifevest from treating the patient throughout the event.